Event description:
The explanted generator was received by the manufacturer. Analysis of the explanted generator was completed. An end-of-service warning message was verified in the analysis lab and found to be associated with the output being disabled by the pulse generator. The reported failure to interrogation allegation was not duplicated in the lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator was at a distance of one-inch (spacer block) from the programming wand during the interrogations. The pulse generator interrogated at all orientations. However, the end of service (eos) allegation was duplicated. The post burn-in electrical test results show that the pulse generator module performs according to functional specifications. A battery life calculation (blc) resulted in 0.8 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. An incomplete programming/diagnostic history (1.5 year gap) indicates the estimation does not use all the data required to make an accurate estimation. In addition, the as received parameters show an increase in the duty cycle (64.1% whereas the blc shows 49.0%). The electrical performance of the generator in the analysis lab concluded that no anomalies exist and the eos condition is an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The replacement generator was tested with the existing lead and system diagnostic results showed normal device function. The explanted generator has not been returned to date.

Event description:
It was reported that the vns patient¿s device could not be interrogated due to end of service. The patient was referred for surgery but no known surgical interventions have occurred to date. A battery life calculation using the available programming history showed approximately 1 year until neos = yes. No further information relevant to the event has been received to date.

Event description:
It was reported that the physician's programming system has been functioning properly since the date of event.